Event description:
It was reported to (B)(4) service and repair: during a prodisc cervical procedure on (B)(6) 2013, the electric pen drive would not turn off unless the hand piece was switched to lock. There was a delay between five and ten minutes because there wasn't a spare device available. It was reported that the incident was not related to a specific patient so no patient information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Dzi, erl, hbe: additional codes. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.